Manufacturer narrative:
Product complaint # ==> (b)((4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H 6. Investigation findings: c22 ¿ photo investigation to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ what is the lot number? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. ¿ were there any patient consequences? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: a photograph containing a closed single barrier folder labeled as product code 1961, lot number qsw8734. A third image shows the opened package with severely damaged mesh on a surface. The batch number, qsw8734, which appears in the samples has never been printed or scheduled in our systems. -the barcode content is also not correct - scanned by j&j staff and read b)(4). Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a right intracranial hematoma evacuation procedure on an unknown date and absorbable hemostat was used. The doctor performed surgery on the patient and prepared to use the hemostatic gauze. After unpacking and tearing it out, it appeared as cotton fluff, which should normally be in the form of a sheet. The doctor replaced the absorbable and regenerated oxidized cellulose hemostatic gauze. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Per the mre qsw8734 is an invalid lot number. Please clarify the lot number related to this event. --yes, the lot number is from attached photos which confirmed related to this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.